Event description:
The dentist reported that the hex on this abutment screw fractured.

Manufacturer narrative:
This abutment screw has not been returned, therefore this complaint cannot be verified. The review of the device history record did not provide any indication of a manufacturing deviation that would contribute to this event. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.